Event description:
Intermittent ventricular under sensing observed on episode of vt (ventricular tachycardia) treated on (B)(6) 2023, not delaying or affecting device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).